Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue was due to the control board. The control board will not be replaced as unit is at end of life. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported there was an error that results in an inability to initiate mechanical ventilation. There was no patient involvement reported.